Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Eval summary: no devices, photos, patient factor info, surgical notes or x-rays were received. Pain can be influenced by many factors. A definitive root cause cannot be determined with the info provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.